Event description:
Article titled "improved quality of life and cognition after early vagal nerve stimulator implantation in children" was reviewed and three adverse events were identified for the patients studied within the cohort. 1 patient passed away prior to the study. 3 of the patients developed infections post implant and 1 of those patients required revision surgery due to the infection (captured in MFR. Report # 1644487-2019-00453). 1 patient had disconnection of their electrodes from the vagus nerve that required revision surgery(captured in MFR. Report # 1644487-2019-00454). It was reported that there was no permanent morbidity due to these events. No further relevant information has been received to date.